Event description:
It was reported that the ilet user encountered the ¿press and hold until you see drops¿ screen and appeared to have inadvertently initiated the fill tubing step from the cartridge menu while connected via the infusion set, after which the agent instructed the user to press and hold until drops were seen, reconnect, and then fill the cannula, resulting in a return to the home screen with no further assistance needed. No reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and user education performed by customer care. Investigation of this case revealed use error consistent with accidental selection of the fill tubing function, with no alerts or alarms and normal device function once the step was completed. It was concluded, based on previously established findings for similar reports, that the cause was user error.